Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 2 months after the primary surgery, the surgeon removed medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 october 2024: lot 2245222: 30 items manufactured and released on 09-mar-2023. Expiration date: 2028-feb-20. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch review performed on 10 october 2024: gmk-revision 02.07.0682r revision fixed tibial tray cemented size 2 r (k123721) lot 2313892: 48 items manufactured and released on 14-nov-2023. Expiration date: 2028-oct-28. No anomalies found related to the problem. To date, 27 items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.2402r femur revision ps size 2 r lot. 181228a (k102437) lot 181228a: 3 items manufactured and released on 20-sep-2023. Expiration date: 2028-sep-05. No anomalies found related to the problem. To date, 2 items of the same lot have been sold with no similar reported event during the period of review.